Manufacturer narrative:
(B)(4). Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: (B)(6) 2007, it was reported that a patient underwent an l4-s1 posterior fusion utilizing mas rods, setscrews and autograft bone. No interbody device was implanted. Post-op films was reported as unremarkable with the exception of one s1 screw being less than ideal on trajectory. It was also reported that the "rod was a bit short, but it seems to be right on the edge". Approximately 4 months post-op, patient complains of a sharp increase in pain. Lateral films reportedly revealed a setscrew loose above the rod and the rod appeared to have slid superiority. A revision surgery has not been scheduled at this time. No other patient complications were reported.